Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the bentson straight fixed core wire guide got stuck inside the catheter. It was further noted that the wire was broken, and the distal solder tip of the wire was disconnected from the wire. This issue occurred prior to patient contact, and it did not result in any reported procedural impact.